Manufacturer narrative:
Trends will be evaluated. Additional information will be requested. This report will be amended when the investigation is completed.

Event description:
Allegedly, one of the phalanges broke off the bottom of the instrument.